Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the compressor on an 840 ventilator was inoperable. Patient involvement information was not provided.